Event description:
It was reported by the rep that the surgeon was performing sigmoid resection and the ax55b did not staple. The surgeon had to then perform a low anterior resection with another stapler. It is unknown how the case was completed.